Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level is unknown. Trouble shooting was conducted and found that the pump is cracked. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to verify prime error alarm due to motor error alarm. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.